Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incarcerated umbilical hernia repair. He had revision surgery 8 years and 6 months post-surgery. The patient experienced revision, mesh failure.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mesh failure, recurrence, infection, pain, emotional distress, and mental anguish. Post-operative patient treatment included revision surgery, hernia repair with new mesh, hospitalization, and removal of mesh.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, e1 (region), g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mesh failure, recurrence, infection, and pain. Post-operative patient treatment included revision surgery.